Event description:
It was reported that the patient received inappropriate hv therapy due to noise on the ventricular channel. The noise was reproducible with isometrics. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
The previously capped lead was removed due to infection. Upon removal the physician noted that the cables were outside of the lead insulation.

Manufacturer narrative:
A mandatory medwatch form was received the lead was never returned.